Event description:
It was reported that the arm broke during placement. A second mesh was placed during the same procedure. No pt complications were reported.

Manufacturer narrative:
The sample was returned for eval noting a tear in one mesh arm. The lot history review did not indicate anything which could have caused or contributed to the reported event. The directions for use state the following: apply traction to draw the proximal (inferior) arms of the graft into the desired position such that the proximal end of the central graft is positioned at the vaginal apex. Be sure the graft is tension-free. Ensure the central graft is positioned under the bladder without excessive tension. The mesh should be sufficiently anchored to stabilize it during tissue ingrowth. Add'l sutures may be used to secure the mesh tension-free. Caution: excessive tension should be avoided on the mesh and suture attachment points to account for wound shrinkage during the healing process." (B)(4).